Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter was testing in the memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue with the subject meter began on (B)(6) 2011 at 7:00pm. The patient stated that she does not take any medication to manage her diabetes. It is not known if the patient made any changes to her normal diabetes routine in response to the reported issue. The cca was informed by the patient that immediately after the alleged product issue occurred, she developed symptoms of being "nervous and sweaty" and shortly after took more food/drink in response to the symptoms. During troubleshooting, the cca was able to walk the patient through the correct testing procedures as recommended per the owner's booklet and issue was resolved. The cca also noted that the subject meter was not coded at all. The patient declined the replacement products. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue.